Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms and then decreased back down to the 800-1,500 ohms range. Additionally, oversensing of noise consistent with myopotential noise was observed on the ra and another manufacturer's right ventricular (rv) leads. Varied pacing impedance measurements were also observed on the rv lead. It was noted that the patient had intrinsic conduction. Boston scientific technical services (ts) discussed troubleshooting options. A chest x-ray was taken, however, the root cause of the reported clinical observations was unable to be determined. The physician plans to increase in clinic follow up visits for monitoring. No adverse patient effects were reported. This product remains implanted and in service.